Event description:
While trialing a new surgical instrument, it was noted that a plastic piece was missing from the jaws of the device. Was not clear if it was missing before the procedure started or if it was lost in the patient.